Event description:
Patient called to report an issue with her omnipod insulin pump. Patient stated that she has used the device for years now, and really loves the device. The patient stated the problem is when she has to travel on an airplane, the pump malfunctions. The patient stated she's unsure if it's pressure related, but something occurs when flying that causes the device to work incorrectly. The patient stated as a result, it causes her to have low blood sugar, and has become unconscious 3 times. Patient said she contacted the manufacturer about this issue, but they were dismissive about investigating the problem. The patient stated again how much she loves the device otherwise and is overall happy with it. The patient would like the manufacturer to come up with more information, or a better way to use the device when flying.